Event description:
It was reported that during a peripheral intervention treatment procedure, the catheter became frozen on the guide wire. Vascular access was obtained via the left common femoral artery. The target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A victory guide wire and a .018 rubicon support catheter were selected; however, while the physician was placing the guide wire inside the support catheter the guide wire was unable to advance through and became stuck inside the 0.18 rubicon. Both devices were removed as a unit and the procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).